Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was inspected by a field service engineer (fse) at the customer site, and the customer's complaint was not confirmed. Fse tested the cv-190 system and found no issues with the equipment. The fse found the scope was the issue. The customer had been having their scope repaired by a third party. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR inadvertently missed stating the customer had a dark image. However, the field service engineer (fse) at the customer site confirmed no issues with the subject device. H6 codes were corrected to reflect this information. Per the legal manufacturer, there is no potential for the e216 issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
E2, e3 data requested were not available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, the phenomenon was not reproduced, and a root cause could not be identified. Based on troubleshooting by the customer with olympus technical assistance center (tac), it was determined that there might have been a problem in the scope cable of 180 series scope. The customer reported that the phenomenon was resolved the following day. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. (Cv-190 service manual page 4-41). According to the service manual, e216 error indicates scope communication error, and this error occurs when registry error is detected at the time that a scope is connected. (Cv-190 service manual page 4-52). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, the customer walked through several trouble-shooting options to resolve the issue. When those were not successful, tac noted that the issue may be with the pigtail and recommended swapping it out. However, the customer did not have another pigtail option to use there on site. At that point tac to schedule an olympus field service engineer (fse) for an on-site visit to examine the subject device. The fse visit has not yet taken place. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that she was receiving error codes e216 and b30 on her olympus evis exera iii video system center while utilizing 180 and 190 series scopes during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.